Manufacturer narrative:
The customer's complaint that the IV set leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a slow leak of chemotherapy at the texium connection to the secondary tubing was noted 1 hour into the infusion; small drips of chemo were noted on the floor. There was no report of any patient harm.